Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited erratic impedance measurements ranging from 400 to 1400 ohms. Noise was also observed on the right atrial (ra) lead with stored non-sustained ventricular tachycardia episodes on the logbook. However, these were not picked up by the device. Noise was reproducible upon follow up but, again, was not sensed by the device. Boston scientific technical services (ts) discussed the possible causes for the abnormal findings and measurements and advised assessing lead integrity through a particular manuever. Home monitoring was going to be continued. No adverse patient effects were reported. The device and leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.